Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer repots the spring wire guide (swg) is kinked.

Manufacturer narrative:
Qn#(B)(4). The customer returned one spring wire guide and lidstock for evaluation. Visual analysis revealed that the guide wire was unraveled from distal end. Several kinks and bends were observed near the distal end as well. Microscopic examination revealed that the distal weld had separated from the core wire. Despite this, the weld was still attached to the coils. The proximal weld appeared full and spherical. The outer diameter of the guide wire measured .852mm, which is within the specification limits of .838-.877mm per the guide wire graphic. The core wire length measured 679mm, which is within the specification limits of 678mm-688mm per the guide wire graphic. The undamaged parts of the guide wire were able to pass through an inventory ars and inventory introducer needle with minimal resistance. A manual tug test confirmed that the proximal weld was secure and intact. A DHR review was completed with no relevant findings. The IFU provided with this kit warns the user "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report of an unraveled guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was unraveled from the distal end. The distal weld was separated from the core wire; however, the weld was still attached to the coils. Microscopic examination revealed that the point of separation on the core wire appeared slightly tapered and discolored indicating that undue force caused or contributed to this event. The guide wire met all relevant dimensional and additional requirements, and a device history record review did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The internal specification is higher than the bd en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur of a force greater than the design specification is applied during removal. Based on the circumstances and the report from the customer, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer repots the spring wire guide (swg) is kinked.